Event description:
One of our nurse specialists received a call from dr (B)(6). He reported that he may have left some kaltostat 5x5 dressings in a pt's surgical wound. On excision of a sebaceous cyst, dr.(B)(6) encountered unexpected and heavy bleeding and used two 5x5 pieces of kaltostat to stem the flow. Subsequently the wound was sutured but he called to say he may have left some of the dressing in the wound and called to ask if it was ok to leave the product in situ if residual product was indeed retained in the wound. Advised that this would be a clinical decision on his part based on the pack insert info. Pack inserts sent by email to dr. (B)(6) noting that the insert states under the section precautions and observations that kaltostat dressing is "not intended for use as a surgical sponge" also, the product "is not intended to control heavy bleeding. Alternative measures must be considered in those emergency situations where large quantities of blood may be lost". The dressing may be left in place in a cavity wound for a maximum of up to 7 days as clinically indicated but then should be removed. We received a follow up reply back from dr. (B)(6) that he brought the pt back in a few days later and opened up the wound and carefully explored it. He commented that there was no kaltostat there. He closed the wound, uneventfully and was able to reassure the pt. Asked him to come back if problems in the future.

Manufacturer narrative:
This adverse event is deemed serious as it required hospitalization and a surgical procedure to retrieve the possible piece(s) of dressing left in the wound during an earlier procedure (excision of a sebaceous cyst). Reported to the FDA on (B)(4) 2012.